Manufacturer narrative:
Other: infection occurred. H-6 conclusion code: no conclusion can be drawn at this time. Should additional info `be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt developed an unspecified infection following a hernia repair with mesh implantation. Additional info was requested; no further info was received. It is presumed that antibiotic therapy was prescribed at minimum to address this event.